Manufacturer narrative:
The device was discarded and will not be returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The mechanical jam associated with lock line removal appears to be the result of the user error associated with attempting to remove the lock line with a knot-entanglement (material deformation) that occurred during unwrapping/removal process. It should be noted that the mitraclip instructions for use warns the user: "do not let line unravel freely. Do not remove lock line or plastic covers if line is bunched. Letting line unravel freely may result in knots in the line. Removing line if it is bunched may result in difficult or inability to remove line due to knots or twists."all available information was investigated and the mechanical jam associated with lock line removal appears to be the result of the user error associated with attempting to remove the lock line with a knot-entanglement (material deformation) that occurred during unwrapping/removal process. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. D9, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
(B)(4). The delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to lock line knot and inability to remove lock line without intervention. It was reported that on (B)(6) 2019, one mitraclip was successfully implanted, reducing the mitral regurgitation (mr). On (B)(6) 2021, the patient presented with recurrent, functional mr grade 3-4, and worsening heart failure. The index procedure mitraclip had remained stable and well seated without device related tissue injury observed. Per physician, the recurrent mr with worsening heart failure was due to disease progression and unrelated to the index procedure mitraclip. Another mitraclip procedure was performed that day. During deployment of the first clip delivery system, the lock line was unraveled and plastic covering pulled off when at this time, a knot was possibly created. Another physician observed that the line appeared entangled during the other physicians unraveling lock line process. Reportedly, the operator did not run their fingers over the lock line prior to pulling the line and did not know there was a knot at that time. The lock line was pulled for deployment when resistance was met, and the line was then stuck in the delivery system lumen. A screwdriver was used to open the handle and cut into the lumen. The knot was observed, and the lock line was carefully removed as to not create too much tension. The mitraclip was deployed without further issues, stable and well seated, reducing the mr to grade 1-2. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.